Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 1627487-2019-12702, 1627487-2019-12704. It was reported that the patient had their right dbs system removed on (B)(6) 2019 due to a csf cyst around the lead. A small bleed at the tip of the right lead was noted on the post operative CT.

Manufacturer narrative:
A patient experienced a cerebrospinal fluid leak was reported to abbott. A small bleed at the tip of the right lead was noted on the post-operative CT, and as a result the patient had their right dbs system explanted. No devices were returned for evaluation or disposal. The event information pertaining to this incident has been reviewed. Based on the information received, the extent to which surgical technique contributed to the csf leak cannot be ascertained nor can the cause of the reported incident be conclusively determined.